Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken front panel and no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had front plastic piece broken. The issue identified upon completion of the endoscopy diagnostic procedure that was completed with the same device. There were no reports of patient harm.